Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited noise. Attempts at changing the pacing system analyzer cables and clips did not resolve the issue. The lead was removed and replaced. Patient was stable with no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.